Event description:
Nurse was inserting PICC via "mst." Guidewire in-place. As nurse was advancing introducer over guidewire, the guidewire sucked into patient's arm. Nurse immediately applied tourniquet. Cut down was needed to remove guidwire.